Manufacturer narrative:
Date of event is estimated. The allegation is against1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: octrode, model:3186, UDI: (B)(4), serial: (B)(6), batch: a000099588.

Event description:
It was reported that the patient experienced ineffective therapy. Diagnostics revealed high impedances on the lead. As a result, surgical intervention may be undertaken to address the issue. The investigation was unable to determine the lead that associated with the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information indicates high impedances as a result surgical intervention was undertaken on (B)(6) 2025 wherein it was discovered upon explant that both leads were fractured. Bilateral leads were replaced to address the issue.